Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, multiple non- sustained right ventricular oversensing (nsrvo) episodes were noted on the device. The recommended programming changes were made. The patient tolerated the changes well and will be continued to be monitored.